Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's mother reported the patient experienced elevated blood glucose of up to 600 mg/dl and ketosis in 2009. She stated that the infusion device often displayed e4 (occlusion) error, and she believes this is the cause of elevated blood glucose. The patient attempted to lower blood glucose levels by bolusing through the insulin device which was partially successful. The patient was hospitalized in the intensive care unit for four days, and was moved to "regular care" until four days later. The patient has otitis and is taking an antibiotic. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.